Event description:
A report received from the USA stated the device was overheating. Device was used in surgery. No patient or user injury was reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by the device has been received by depuy synthes power tools. The device was evaluated. The condition was not confirmed. The unit was tested and found to meet all specifications, including temperature assessment, and no problems were observed. (B)(4).